Event description:
The manufacturer of the right ventricular assist device (rvad) that was placed temporarily was v-pa ECMO (peripheral venous and central return via 8 mm hemashield graft). The patient's rvad was decannulated on (B)(6) 2025. The patient had critical- basic neurological reflexes off of sedation. The patient was on vaso, epi and ino. Continuous renal replacement therapy (crrt) was being required. The second left ventricular assist device (lvad) was operating as intended. There was no centrimag used.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was said that there was malfunction with the heartmate 3 on 02dec2025. The pump was not able to function to the point where a new pump was needed to be implanted which added a significant amount of surgery time. As for the initial pump, it did function at the start. There was concern something was ingested into the pump. After the pump exchange, there were still continued low flows and so it was thought the issue was most likely physiologic with the patient. The patient was stabilized, and the exchanged pump was intended to return for evaluation. It was said that the bottom line was that the pump failed and the decision was made to exchange the pump only after the failure already negatively impacted the patient. The surgery time was extended. A negative impact to the patient occurred, and the surgeon performed prolonged stabilization and troubleshooting as a result. Another issue that was not mentioned was the entrainment of air which was seen before with this pump due to the clasping mechanisms as well. That was the first issue to arise which led to some other issues that occurred. Bottom line was that the pump was having issues and the troubleshooting was complex. The issues that arose after the new pump was implanted did not entirely mimic the issues related to the first go around. The patient was not on impella prior. The patient did not have heparin-induced thrombocytopenia with thrombosis (hitt) as heparin was used during bypass. It was unsure of other history of any hypercoagulable state. There was no info of any arrhythmia or stroke. There was no left ventricular (lv) thrombus on the intraoperative transesophageal echocardiogram (tee). The inflow was in good position. Despite the body surface area (bsa) being low, the lv cavity was not small. The speeds were not run high.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues; however, review of the available log files confirmed the reported low flow events. A specific cause for the observed low flow events, as well as the reported event of air entrainment, could not be conclusively determined through this evaluation. The log files retrieved from the returned pump and system controller captured relevant events from the reported implant date of (B)(6) 2025. Pump events recorded just prior to this timeframe appeared consistent with pump priming. Following these events, the pump appeared to be powered on and operated at the stored fixed speed of 3000 revolutions per minute (rpm). Estimated flow values as low as 0.0 liters per minute (lpm) were captured over the next 3 hours despite the fixed speed being increased on multiple occasions, to as high as 5800 rpm. It appeared that the pump was intentionally stopped and restarted multiple times during this timeframe; however, flow was never maintained above the low flow alarm threshold of 2.5 lpm. Following this timeframe, a final intentional pump stop was captured followed by a driveline disconnect alarm, consistent with the removal of pump support. No other notable events were captured. (B)(6) was returned assembled with the pump cable intact. The sealed outflow graft and bend relief were not returned. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The clear wiper sealing ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Following disassembly, visual inspection of the cuff lock on a 1:1 drawing overlay revealed that the cuff lock appeared to be within drawing specification. Additionally, dimensional analysis of the cuff lock using a vision system confirmed that both of the cuff lock locking arms, motor cap inlet, and wiper sealing ring were within drawing specification. The pump was reassembled, and engagement testing was performed using a test apical cuff. No issues were observed when engaging the cuff lock to the test apical cuff. Review of the manufacturing documentation found no deviations with installation, testing, and inspection of the cuff lock during pump assembly. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, is currently available. Chapter 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 5, ¿surgical procedures¿, contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Chapter 5 of the IFU provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liters per minutes of blood flow to the lvad to prevent air embolism. Chapter 5 of the IFU states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Chapter 7 of the IFU, "alarms and troubleshooting", addresses all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heartmate 3 implant on (B)(6) 2025. The procedure was complicated by low flows and no flow. Thus, the right ventricular assist device was placed. The low flow and no flow continued. There was concern for encroachment of papillary muscle and so the heartmate 3 unlocked and the left ventricle cavity was debrided. Low and no flow continued as well as issues with air on the left side of the heart. There was concern that possibly something was ingested in the heartmate3 pump or that there was an issue with the pump. The decision was made to exchange the pump. The issues continued but eventually resolved with second pump. The pump was intended to return. The low flow alarms were silenced.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.